Event description:
Pt had a cardiac arrest and a code blue was called. Pt defibrillated twice with out any problem. On the second atempt the machine was slow to charge but it did work. The defibrillator was used a third time, the energy level was increased, on this attempt the machine failed to operate and displayed an "error code." A replacement defibrillator was obtained and it worked without problems. Pt's condition did not improve, pt stayed in ventricular rhythm and expired.